Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-49239.

Event description:
The customer reported that they had an abscess on their sensor site. The site showed signs of infection. The site had pus. The customer's doctor provided medication but the infection got bigger and they went to the hospital for treatment. The transmitter was used in conjunction with the sensor. Customer's blood glucose level was not reported. The device was not returned for analysis.